Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a strip from the implantable pulse generator (ipg) with unexplained timing. It appeared that the device should have paced before it did. The patient appeared to have intermittent palpitations that were not recorded by the device. Reprogramming had been performed at an earlier date and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient experienced irregular heart beat and dizziness. The implantable pulse generator (ipg) was not atrial tracking and a mode switch had occurred. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, undersensing and noise. It was also reported that there was difficult placing the ra lead and twiddlers syndrome was suspected. Premature atrial contractions were also observed. Further reprogramming was performed on the implantable pulse generator (ipg) and the right atrial (ra) lead and both remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were a combination of undersensed p-waves, blanked p-waves, premature ventricular contractions (pvc) and premature atrial contractions that were causing the patient's palpitations. Further reprogramming was performed on the implantable pulse generator (ipg) and the right atrial (ra) lead and both remain in use.